Event description:
This case was reported via regulatory authority (B)(4) on 03-mar-2017. This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("device on left was positioned in the uterus") in a female patient who received essure (ess205) (batch no. 509808). On (B)(6) 2006, the patient started essure (ess205). On (B)(6) 2007, 92 days after starting essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (hysteroscopy performed on (B)(6) 2007). At the time of the report, the device expulsion had resolved. The reporter considered device expulsion to be related to essure (ess205). The reporter commented: the essure placement was satisfactory according to the usual criteria. The clinical consequence observed was failure of method. Laparoscopy with placement of clips performed on (B)(6) 2007. Diagnostic results: on (B)(6) 2007, 3-month confirmatory x-ray test was performed and the device on left was positioned in the uterus. Company causality comment: this medically confirmed spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and 3-month confirmatory x-ray test was performed and the device on left was positioned in the uterus(seen as device expulsion). Removal of device on left by hysteroscopy was performed, approximately 5 months after insertion. Also, on the same date, a laparoscopy with placement of clips was performed. The reported event is serious due to medical importance and anticipated in essure's reference safety information. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus. In this case, the xray test revealed that left essure device was positioned in the uterus. The exact mechanism of the event is unknown. However, given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention to essure removal was required. The product technical analysis and further information has been sought.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) - health authority in (B)(6) (reference number: (B)(4)) on 03-mar-2017. The most recent information was received on 10-oct-2017. This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("device on left was positioned in the uterus") in a female patient who had essure (ess205) (batch no. 509808) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, 3 months after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy performed on (B)(6) 2007). At the time of the report, the device expulsion had resolved. The reporter considered device expulsion to be related to essure (ess205). The reporter commented: the essure placement was satisfactory according to the usual criteria. The clinical consequence observed was failure of method. Laparoscopy with placement of clips performed on (B)(6) 2007. Diagnostic results: on (B)(6) 2007, 3-month confirmatory x-ray test was performed and the device on left was positioned in the uterus. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 11-oct-2017 for the following meddra preferred term: device physical expulsion. The analysis in the global safety database revealed 309 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2017: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was reported via regulatory authority (B)(6) - health authority in (B)(6)(reference number: (B)(4)) on 03-mar-2017. This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("device on left was positioned in the uterus") in a female patient who received essure (ess205) (batch no. 509808). On (B)(6) 2006, the patient started essure (ess205). On (B)(6) 2007, 92 days after starting essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (hysteroscopy performed on (B)(6) 2007). At the time of the report, the device expulsion had resolved. The reporter considered device expulsion to be related to essure (ess205). The reporter commented: the essure placement was satisfactory according to the usual criteria. The clinical consequence observed was failure of method. Laparoscopy with placement of clips performed on (B)(6) 2007. Diagnostic results: on (B)(6) 2007, 3-month confirmatory x-ray test was performed and the device on left was positioned in the uterus. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device physical expulsion-analysis in the global safety database revealed 251 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2017: despite multiple attempts to obtain follow-up information, none received. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.